Manufacturer narrative:
Additional information was received that the physician believed that there was an injury to the spinal cord during the procedure which have cased all the problem. It was also reported that the patient's embolism was not device related.

Event description:
A report was received that the patient was having numbness from chest down after waking up. It was noted that the patient did not have much use of her legs. The physician believed that symptom was not device related but it was procedure related, however no one knew what causes the symptom.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was having numbness from chest down after waking up. It was noted that the patient did not have much use of her legs. The physician believed that symptom was not device related but it was procedure related, however no one knew what causes the symptom.

Manufacturer narrative:
Additional information was received that the patient's pneumonia was not procedure related as it just happened recently and way post implant.

Event description:
A report was received that the patient was having numbness from chest down after waking up. It was noted that the patient did not have much use of her legs. The physician believed that symptom was not device related but it was procedure related, however no one knew what causes the symptom.

Manufacturer narrative:
Additional information was received that the patient had pneumonia. The physician advised that it was not device related. The physician knows whatever happened that caused the problem. But there is nothing the surgeon would have done differently

Event description:
A report was received that the patient was having numbness from chest down after waking up. It was noted that the patient did not have much use of her legs. The physician believed that symptom was not device related but it was procedure related, however no one knew what causes the symptom.

Event description:
A report was received that the patient was having numbness from chest down after waking up. It was noted that the patient dud not have much use of her legs. The physician believed that symptom was device related but it was procedure related, however no one knew what causes the symptom.

Manufacturer narrative:
Additional information was received that the pulmonary embolism was believed to be procedure related. The patient was reportedly doing well.

Event description:
A report was received that the patient was having numbness from chest down after waking up. It was noted that the patient did not have much use of her legs. The physician believed that symptom was not device related but it was procedure related, however no one knew what causes the symptom.